Manufacturer narrative:
Patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced insulin flow blocked alarm during therapy event on (B)(6) 2026. Insulin doesn't exit the tubing. The location of blockage is tubing. No further information available.